Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The device's delivery accuracy was running at three different tests, all of the test were found to be in factory specifications for accuracy. No problem found with the pump, no repair needed. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical cadd-solis vip pump fails accuracy -98% during testing. No patient harm was reported.